Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the inform ii system within 5 minutes: 8.8 mmol/l and 4.9 mmol/l. Patient was given chocolate milk after the result of 4.9 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation.